Event description:
It was reported that the patient presented inpatient for post-procedure follow up. Upon review, it was noted that the atrial lead was inappropriately capturing the ventricle. It was determined that the lead was dislodged. The lead was repositioned successfully on (B)(6) 2022. The patient condition was stable post-procedure.